Event description:
The complaint reported that the device was therapeutically implanted in a pt (age and gender unknown). Ten days later, during the planned removal of the device, the nurse was unable to remove the PICC from the pt. The pt was then sent to the facility's radiology dept where with the aid of a fluoroscope and guidewire the device was successfully removed from the pt. The complaint indicated that there was no adverse affect on the pt as a result of the reported malfunction.

Manufacturer narrative:
The complainant reported that the device has been discarded and would not be returned for evaluation; therefore, a failure analysis is not available and we are unable to determine if the device met its specifications. Should further details become available; a supplemental medwatch report will be filed under the appropriate sequence number. At this time, we are unable to determine the relationship between the device and the cause for this event. Our directions for use outline appropriate placement, access and maintenance procedures.